Event description:
It was reported that the patient had inappropriate shocks due to oversensing via wide intrinsic complexes and noise. The sensing vector was set to the secondary vector. The patient was walking when the shock occurred. Technical services advised some testing options. The clinic had the patient come in for some exercise testing. The doctor made some programming changes based on the findings. There were no additional adverse patient effects. The system remains implanted.